Manufacturer narrative:
(B)(4). This lot was manufactured from october 17, 2012 to october 18, 2012. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device was filled with 230 ml of solution and contained fluorouracil. The device was expected to infuse at a rate of 10 ml/hour for 23 hours; however, upon waking up 19.5 hours after the start of infusion, the patient noticed that the device was empty. It is unknown when the infusion completed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.